Event description:
The reporter indicated the surgeon implanted a 12.0mm icm120v4 implantable collamer lens in the patient's right eye (od) on (B)(6) 2013. The lens was explanted on (B)(6) 2013 due to low vaulting. The icl was exchanged for a longer lens and the problem was resolved. The patient's post-op best-corrected visual acuity was 20/20.

Manufacturer narrative:
(B)(4).